Event description:
It was reported to boston scientific corp that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed in 2009. According to the complainant, during the procedure, one of the jaws broke. The jaw remained attached to the catheter, and it did not fall off inside the pt. The device was easily removed through the scope without any damage or need to remove the scope from the pt. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.